Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving audible alerts or alarms as intended. Customer's blood glucose level was over 400 mg/dl. Reportedly the customer continued to use the pump for insulin therapy. Tandem technical support made multiple attempts to follow up with the customer, however, no response received.